Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I haven't had it in the 11 days post op') and cholecystectomy ('gall bladder out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced hepatic steatosis ("fatty liver") and pruritus ("itching"). The patient was treated with surgery (surgery for essure removal). At the time of the report, the cholecystectomy, hepatic steatosis and pruritus outcome was unknown. The reporter considered cholecystectomy, hepatic steatosis, medical device removal and pruritus to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I haven't had it in the 11 days post op') and cholecystectomy ('gall bladder out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced hepatic steatosis ("fatty liver") and pruritus ("itching"). The patient was treated with surgery (surgery for essure removal). At the time of the report, the cholecystectomy, hepatic steatosis and pruritus outcome was unknown. The reporter considered cholecystectomy, hepatic steatosis, medical device removal and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I haven't had it in the 11 days post op') and cholecystectomy ('gall bladder out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced hepatic steatosis ("fatty liver"), pruritus ("itching"), autoimmune disorder ("I've been diagnosed with one incurable/debiliating/deathly rare autoimmune disease"), swelling ("swelling"), inflammation ("inflammation"), abnormal weight gain ("skin that is loose from fat"), rash ("I kept having rashes on and around my breasts") and fungal skin infection ("I kept having yeast infections on and around my breasts"). The patient was treated with surgery (surgery for essure removal - hysterectomy). Essure was removed. At the time of the report, the cholecystectomy, hepatic steatosis, pruritus, autoimmune disorder, swelling, inflammation, rash and fungal skin infection outcome was unknown and the abnormal weight gain had resolved. The reporter considered abnormal weight gain, autoimmune disorder, cholecystectomy, fungal skin infection, hepatic steatosis, inflammation, medical device removal, pruritus, rash and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: data received from social media. New events 'I've been diagnosed with one incurable/debiliating/deathly rare autoimmune disease', 'swelling', 'inflammation', 'skin loose from fat', 'I kept having rashes' and 'I kept having yeast infections' were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.